Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy and was unable to communicate with the ipg following an unrelated surgical procedure on (B)(6) 2018. The patient stated that the ipg was placed into surgery mode prior to the procedure. The patient's ipg was replaced with a new one restoring therapy.